Event description:
It was reported that an shuntassistant 15 (#fv250t) was implanted to reduce the size of the ventricle. According to the hospital, it seemed like the shuntassistant was working too well. Before the operation, it was confirmed that the shunt was not blocked. The examination is being conducted as a precaution.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to determine the opening pressure, the valve is measured using a computer-controlled testing device from miethke that simulates the flow of cerebrospinal fluid. The valves are tested in both horizontal and vertical positions. The results show that the shuntassistant operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, no organic deposits were found inside. Results: based on our investigation results, we cannot determine any functional deviations or other abnormalities in the product. The product operated within all specifications. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.